Event description:
Information was received from a patient receiving clonidine, bupivacaine, and morphine (unknown) via an implantable pump for non-malignant pain. The patient reported that their communicator was not taking a charge from the wall. The patient's caregiver stated the communicator had been plugged in for 'at least an hour and a half,' later stated an 'hour to an hour and a half,' but the orange light was still on. The patient saw the orange light when the communicator was powered on whether the communicator was plugged in or unplugged. The patient confirmed the outlet was an active outlet and the charging cord was not loose or wiggly. The patient did not have another electronic to plug that cord into and was the only cord they have. While on the call, the patient confirmed the communicator battery was at 22% when they last connected to the pump and checked the communicator battery level. The patient attempted to connect to the pump and was able to but reported seeing 'communicator battery is low,' with service code 388. Patient appeared very confused with equipment and stated they were scared to use it and scared they would not get boluses. Patient stated the hold time was very long and wished they could have been helped sooner. Agent reviewed considerations and agreed to replace communicator. A request was sent to repair to replace communicator. Additional information was received from the patient and caregiver requesting for tracking information for requested delivery. Caregiver stated patient was in a lot of pain and really needs the communicator today. Agent reviewed the shipment would arrive tomorrow and provided the tracking number. Patient was upset that she would not get the item today.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6); product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 09-feb-2024, UDI#: (B)(4). The communicator was returned and analysis found the device failed the final functional jbal test and the battery charging bench test. The micro usb' pins charge port looked damaged. The device was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.